Event description:
It was reported that the implantable brady lead was not successfully implanted as this brady lead was stuck in the sheath. This brady lead was difficult to extract during removal, and tissue was found stuck in the helix. The reason for difficulty in removal was unknown. This brady lead was replaced with lead of the same model and was returned for analysis. No adverse patient effects were reported